Event description:
The reporter contacted animas on (B)(6) 2012 reporting that that when they go to pull up insulin in the cartridge the insulin leaked out from around the plunger. The reporter stated a new box of cartridges and the issue did not recur. This report is made based on the allegation of the cartridge issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2012 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.